Manufacturer narrative:
It was indicated by the customer that the product used during the reported event would not be returned; and therefore, no evaluation can be performed. In the event that the involved product is received and an evaluation completed, or if new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a skin tear on a patient's forehead upon removal of right o3 sensor. Tear approximately measured 5mm x 2mm.